Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the alarm loop was detected for leakage, the safety plate condenser was replaced, and the equipment was tested after replacement. All functional parameters were normal and delivered for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) alarm loop leaked during the inspection process. The customer restarted the equipment and the fault could not be solved. No personal injury was caused.